Event description:
Advocate stated her mother received an evening blood glucose reading of 192mg/dl from the contour. She gave herself 12 units of long acting insulin, and the next morning passed out. She was given cranberry juice and crackers. No medical intervention was needed. The advocate was advised to return the strips for evaluation. New meter and strips were sent to the customer.